Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and no failures were detected. The complaint device was determined to be operating within specifications without malfunction. However, based on the data log that was reviewed on 09/24/2014 the complaint of hardware error was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.